Event description:
The customer reported that the instrument could not be re-opened during while on tissue. The device was removed from tissue manually with no damage or injury to the patient. The surgeon opened another instrument and completed the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.